Manufacturer narrative:
Date of event was reported as 1-2 months ago (2017). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had issues with pain at the ins site and felt like there was a ¿constant bruise¿. It was noted that their previous hcp told them that ¿couldn't be having the pain that she is having¿ and that, with their current settings, the ins battery would not be able to last 3 years. The patient did not want to return to that hcp and mentioned possibly having the device removed. It also felt like the device was not in the same spot as it was implanted in and did not ay completely flat. When the patient had the worst pain when it was ¿like a knuckle was sticking out so far from her implant¿. It was also noted the patient could see the implant through their clothes. The patient stated that the pain did get better but there was still a lump and, depending how they moved/sat/stand, they could not sit on the left side at all. In addition, the patient felt like the ins was ¿thumping or pulsing¿ all the time. The healthcare professional (hcp) mentioned to the patient that it may be an irritated muscle pulsing the implant out and told them to come back in 6 months. However, the patient wanted to make sure there was nothing ¿wrong inside¿ before it got to the point where they could not fix it or that more issue occurred. The patient further stated that the ins worked great for their ¿symptoms and it is like night and day¿. They mentioned that ¿it is not perfect and she still has to be careful, but it is much much better¿. It was also stated that the hcp put in new programs before to optimize therapy. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.